Event description:
Intuvie received a report indicating there was broken free flow clamp assembly found during the device investigation. No patient involvement reported.

Manufacturer narrative:
Intuvie received a report indicating that a broken free flow clamp assembly was identified during the device investigation. A review of the device's serial number history revealed no prior similar complaints. The failure mode was confirmed; however, the probable cause remains undetermined. Reference to complaint # (B)(4).

Manufacturer narrative:
This supplement serves as a correction: upon reassessment, the rusted and malfunctioning free flow clamp was determined to be non-reportable. The device's pinch clamp was confirmed to be functional, thereby preventing the possibility of free flow. The pinch clamp is designed as a failsafe mechanism specifically to prevent uncontrolled fluid delivery to the patient. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint # (B)(4).